Event description:
It was reported that in june the pt reported for the first time that he is no longer able to hear with his device. Testing was carried out on (B) (6) 2009, which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.